Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ canada. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that upon opening the implant, an eyelash was noticed in the sterile packaging. This event is related to a malfunction that could potentially lead to a sterility issue/serious injury. However, in this case no patient harm or further outcome was reported. Due diligence is in progress for this event; to date no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Visual examination of the provided picture does show some kind of black strand of material which may be a hair as reported however the quality of the photograph is not of a suitable definition to allow a better identification of what the strand is. It is noted that the packaging is opened with the particle on top of the foam, under the tyvek lid. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Based on the available information, the reported event cannot be confirmed in that it seems evident that there is a foreign material however its identity cannot be confirmed as a hair as reported and the packaging was opened before the strand was found which means that it is possible that it could have been introduced upon opening the packaging. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.